Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing records for this lot number were reviewed and no complaint-related issues were found.

Event description:
A patient with a history of heart disease and abnormal curvature of the spine was implanted with veptr at (B)(6). After implantation was complete, patient was taken to ICU. While in the ICU, the patient developed heart issues and even though she was treated, the patient died 5 days later. This report is #9 of 15 for the same event.